Event description:
This is an adverse event recorded on a crf as part of the u.s. Rfa registry for barrett's esophagus. This pt was prospectively enrolled with a 3 cm low grade dysplasia. After a secondary focal ablation pt developed a distal esophageal stricture. Dilation was performed and pt has improved. Per the physician, the severity of this event was moderate, and relationship of the event to the device procedure was definite, and there was no device malfunction.